Event description:
It was reported that device embolization occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. One full recapture was required and redeployed with the device meeting release criteria. On an unknown date between the implant date and (B)(6) 2021, the device embolized to the descending aorta. The plan is to retrieve the device percutaneously but nothing has been scheduled at the time of this report. The patient is reported to be stable.